Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient's device was explanted due to a surgical problem on (B)(6) 2014, and the patient was reimplanted with another device. Additional information has been requested but has not been made available as of the date of this report, may 23, 2017.